Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received multiple insulin pump error alarm occurred one time and second time. The customer¿s blood glucose was unknown. Customer was able to successfully clear the alarm. Customer received request to rewind pump. Customer is able to complete pump rewind. Customer was performed a self test and the test passed. Customer also reported that the insulin pump had issues with insulin flow block and insulin pump error occurred again. Troubleshooting was performed. The insulin pump will not be returned for analysis.